Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred after pump was dropped. Customer's blood glucose level was 500 mg/dl to "high". Customer went to the emergency room with high ketones identified as life-threatening by a healthcare provider and was treated with intravenous fluids of saline and insulin. Customer was discharged the same day with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.